Event description:
It was reported the pt (B)(6) experiences pain at the ipg site that radiates to his mild thoracic region. The reported discomfort has been present since implant, and the area in question is painful to the touch. Surgical intervention was undertaken to relocate the pt's ipg. Follow-up on this matter found the reported pain has diminished since the revision procedure, and the pt has adequate stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.